Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to report that on her programmer was a warning symbol showing that the internal battery was low and the doctor symbol with elective replacement indicator (eri)the patient just had the implant on (B)(6) 2017. There was a reported eri soon after implant. No falls had been reported. The patient advised that she was in for her check on the week of (B)(6) 2017 and was told that everything was fine. The patient was asked about stimulation voltage and she indicated that she was told that her stimulation was med-low voltage. It was recommended that the patient call the clinic and advise them of the eri. No interventions or actions were taken. It was unknown if the issue was resolved at the time of report. No further information could be provided at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that they were unable to determine if it was premature battery depletion. It was noted in the call record it stated that a short circuit was a possibility. Troubleshooting performed with the patient was confirming of the elective replacement indicator (eri). The patient confirmed eri on the screen. It was unknown if or what actions or interventions were taken to resolve the issue since the patient had not been heard from since initial report.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4), found that the ins was at normal end of life, and that telemetry and output were ok. Initial examination confirmed that the ins had reached its end of service (eos). Visual inspection of the ins did not reveal any significant anomalies. The eos bit was reset and the ins passed a series of defined and qualified automated functional tests. A computer longevity estimate was completed based on the parameters the device had when received for analysis, and the calculation estimated 2.13 months to eos. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the battery reached end of service (eos) after 2 months. It was not reported if there were any environmental/external/patient factors that may have led or contributed to the issue. It was not reported if there were any diagnostics/troubleshooting performed. The device was explanted and replaced with a rechargeable device. The issue was resolved at the time of report.